Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the 6800 sys was displaying high current error messages. This occurred during a procedure. No pt injury was reported.